Event description:
Info received indicates the left head siderail is not latching properly.

Manufacturer narrative:
The tech found that mod380 was not completed on this bed. The tech installed the latch kit to repair the bed. Hill-rom initiated a field corrective action, internally known as "mod 380". Consignees were sent upgrade kits which they could have their qualified personnel install themselves following video instructions or they could contact hill-rom for assistance.